Event description:
Blood in stool [blood in stool], burning like severe acid reflux like gerd [gerd] ([gastroesophageal burning]) barely eat because it is like the food gets stuck because of the acid [swallowing difficult]. I thought I pulled a muscle in my back/ pain was gone/ now the pain is back [muscle pain] case narrative: the case is linked to 2020sa302967 (multiple device; same patient) initial information received from united states on (B)(6) 2020 regarding an unsolicited valid serious case received from a patient via email. This case involves a adult patient (gender and age at the time of event onset) who experienced blood in stool, burning like severe acid reflux like gerd and barely eat because it is like the food gets stuck because of the acid, I thought I pulled a muscle in my back/ pain was gone/ now the pain is back while he/she treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. In (B)(6) 2020, about 3 weeks ago, the patient received hylan g-f 20, sodium hyaluronate injection once, (dose, route and batch number unknown) for unknown indication. Information on batch number was requested. It was reported that patient had done pretty good. However, on an unknown date in (B)(6)2020, after unknown latency, patient had been experiencing burning like severe acid reflux like gerd (gastro oesophageal reflux disease) (dyspepsia). The patient also thought that she/she had pulled a muscle pain which was back again (myalgia). Patient could barely eat because it was like the food got stuck because of the acid (dysphagia) and no medication seemed to be working, then patient went to yearly checkup and the doctor found blood in stool (haematochezia) (medically significant), which patient never saw. Patient was just wondering could this shot be causing me gerd/acid problems and the blood in stool. Action taken: not applicable for all events. Corrective treatment: not reported for blood in stool; unspecified medication for rest events the patient outcome is reported as unknown for all events product technical complaint (ptc) was initiated with global ptc number (B)(4) on (B)(6) 2020 for product. Batch number; unknown. Device not returned. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required final investigation complete date: (B)(6) 2020 follow up was received on 27-oct-2020 from healthcare professional. Global ptc number was added. Text amended accordingly. Additional information was received on (B)(6) 2020 from healthcare professional. Global ptc results added. Text was amended accordingly.

Event description:
Blood in stool [blood in stool], burning like severe acid reflux like gerd [gerd] ([gastroesophageal burning]), barely eat because it is like the food gets stuck because of the acid [swallowing difficult], I thought I pulled a muscle in my back/ pain was gone/ now the pain is back [muscle pain]. Case narrative: the case is linked to (B)(4) (multiple device; same patient). Initial information received from united states on 27-oct-2020 regarding an unsolicited valid serious case received from a patient via email. This case involves a adult patient (gender and age at the time of event onset) who experienced blood in stool, burning like severe acid reflux like gerd and barely eat because it is like the food gets stuck because of the acid, I thought I pulled a muscle in my back/ pain was gone/ now the pain is back while he/she treated with medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. In (B)(6) 2020, about 3 weeks ago, the patient received hylan g-f 20, sodium hyaluronate injection once, (dose, route and batch number unknown) for unknown indication. Information on batch number was requested. It was reported that patient had done pretty good. However, on an unknown date in (B)(6)2020, after unknown latency, patient had been experiencing burning like severe acid reflux like gerd (gastro oesophageal reflux disease) (dyspepsia). The patient also thought that she/she had pulled a muscle pain which was back again (myalgia). Patient could barely eat because it was like the food got stuck because of the acid (dysphagia) and no medication seemed to be working, then patient went to yearly checkup and the doctor found blood in stool (haematochezia) (medically significant), which patient never saw. Patient was just wondering could this shot be causing me gerd/acid problems and the blood in stool. Action taken: not applicable for all events. Corrective treatment: not reported for blood in stool; unspecified medication for rest events. The patient outcome is reported as unknown for all events.